Manufacturer narrative:
Pt information not provided by the reporter. (B)(4). Event evaluation: a dimensional verification along with a review of the complaint history, drawings, manufacturing instructions, quality control and a visual examination of the returned used and damaged introducer set was conducted during the investigation. Upon visual inspection of the returned device, the flare was noted to be wrinkled; however, further inspection of the flare with a gauge proved the flare to be of adequate size. It was noted that the cap and the valve were not returned. A kink in the sheath was noted to be present approximately 12 cm from the distal tip. There is no evidence the device was manufactured incorrectly. As the entire complaint device was not returned, a root cause could not be definitively determined. However, based on the inspection of the flare and sheath, it is believed that excessive pressure was received by the complaint device, possibly due to tortuous anatomy of the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Pt information not provided by the reporter. (B)(4. Event evaluation: a dimensional verification along with a review of the complaint history, drawings, manufacturing instructions, quality control and a visual examination of the returned used and damaged introducer set was conducted during the investigation. Upon visual inspection of the returned device, the flare was noted to be wrinkled; however, further inspection of the flare with a gauge proved the flare to be of adequate size. It was noted that the cap and the valve were not returned. A kink in the sheath was noted to be present approximately 12 cm from the distal tip. There is no evidence the device was manufactured incorrectly. As the entire complaint device was not returned, a root cause could not be definitively determined. However, based on the inspection of the flare and sheath, it is believed that excessive pressure was received by the complaint device, possibly due to tortuous anatomy of the patient. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
On (B)(6) 2015, initial information provided stated: "sheath body and the hub is disconnected." Additional information provided on 31 july 2015 that determined reportability:. During a radial artery procedure, after inserting the sheath two to three times, the hub disconnected from the sheath. The device was removed from the patient's body. Additional information provided 05 aug 2015: during a thrombus aspiration procedure on the (B)(6) year old female patient with tortuous anatomy, the sheath body and hub separated. The device was removed from the patient by hand and another sheath was used to complete the procedure. No harm to patient. No other information has been provided.

Event description:
On 17 june 2015, initial information provided stated: "sheath body and the hub is disconnected." Additional information provided on 31 july 2015 that determined reportability:. During a radial artery procedure, after inserting the sheath two to three times, the hub disconnected from the sheath. The device was removed from the patient¿s body. No other information has been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.